Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing came apart (detachment). Reportedly, the pump did not drop with the set connected to patient's body. No further information available.